Manufacturer narrative:
(B)(4). A service visit was performed and a component of the system, the location subsystem, was replaced. Following the replacement of this component, a system evaluation was performed and the device met specification. The component was returned for analysis. The analysis showed that a fuse was blown which was likely caused by a damaged cable however no cables were returned for analysis. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The site reported that the patient sensor triplets (component of the enb system) were not being detected. They tried replacing connecting cables without resolution thus the procedure was cancelled. The patient was under general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.